Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000481, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the ups battery back was replaced. The system then performed as intended and passed a system checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system is getting a battery error when the system was powered on. The error message stated: "you should change your battery or switch to outlet power immediately to keep from losing your work." There was no patient involvement. Additional information was later received indicating that the cause of the issue was that the batteries had a failure.